Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 15 mg/dl at the time of incident. The customer's blood glucose was 266 mg/dl at the time of call. The customer stated that they were given glucagon shot to treat the blood glucose. The customer also reported that they had high blood glucose over 600 mg/dl and treated with manual injection. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.